Event description:
It was reported that the stimulation could not be adjusted or felt and a "call your doctor" icon was seen by the patient. A power on reset (por) condition was also reported. It was stated that the battery was charged and the circumstances of the por were unknown. The por condition was cleared and that action resolved the reported issue. No further information was reported.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).